Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found acid dispensed 3.1 ml and the base was 2.9 ml. The cse adjusted the acid and base pumps to dispense equal amounts. The cse replaced the base reservoir cap assembly, base check valve and tubing assembly. The cse then ran quality control (qc) which resulted in range. The cause of the discordant, (B)(6) result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on an advia centaur xp instrument on thirteen patient samples. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument in duplicate, resulting (B)(6). The customer reported out the repeat ((B)(6)) results to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.